Manufacturer narrative:
The pump was received with intermittent button response due to flattened buttons on the dome switch. No button error alarm was noted during testing. The pump also had minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm. Customer's blood glucose was 143 mg/dl. Customer stated that he fell and hurt his arm. Customer has been wearing a sling and carrying the pump in there. Customer sleeps with it and thinks a button has been pressed. Customer was not able to clear the alert and the esc button was not responding. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer later stated that while he was on hold, the alarm was cleared when he started pressing buttons.